Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-05088. It was reported that the patient's extensions were fractured and had high impedances. This was confirmed via x-rays. Surgical intervention was undertaken and the extensions were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.